Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address hip pain due to loosening of the stem. Doi (B)(6) 2007 - dor (B)(6) 2012. Update: (B)(4) 2013 - pfs and medical records received. Operative noted indicate that the patient suffered from poly wear. It was also noted that the femur cracked when putting in the trial stem. A poly liner and stem have been added.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the liner's provided product and lot combination since its release for distribution. A previous review of the device history records for the 1979579 lot code did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the remaining product as the lot code required was not provided. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.